Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, h3 (should be marked as "no" in the initial medwatch) and correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 07/23/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the screen blacked out due to the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited screen black out. There were no reports of patient involvement.

Event description:
It was reported the video system center had an abnormal image; screen was blacked out. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.